Event description:
It was reported that during use in a non-clinical setting, one(1) of two(2) devices undergoing process validation testing at a user facility gave unexpected readings which led to an erroneous conclusion about the sample being tested (false negative for bacterial contamination), during qc evaluation of bb processes. When the two(2) instruments that were used for validation testing again the next day, after replacement of the disposable sampling tube assemblies, both instruments gave comparable expected readings.